Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 26 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that low flow alarms were observed. The patient complained of chest pain that was treated with norco. The patient was subsequently discharged. On (B)(6) 2018, low flow alarms. The patient experienced associated back pain and nausea and vomiting. It was reported that the etiology of the low flow alarms was a combination of a small left ventricular cavity and severe right ventricular dysfunction. On (B)(6) 2018, it was reported that echocardiogram showed aortic valve opening with every beat, moderate right ventricular dysfunction, and fluid overload. Right heart catheterization showed moderate pulmonary hypertension and low cardiac index. It was reported that the low flow events were thought to be due to a combination of both inflow cannula size and left ventricular end-diastolic dimension (lvedd). No additional information was provided.